Event description:
Consumer reports wearing heat patch on right chest/rib area for about ten (10) hours overnight then started to feel burning sensation. When patch was removed the area had blisters and some skin was removed. Went to doctor who gave her two (2) creams to treat affected area.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.